Event description:
A malfunction was reported on the pump, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level. The technical support team guided the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the device. The customer was advised to contact support again if the problem recurred.